Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's implanted lead exhibited high capture thresholds. Surgery was performed to address the issue. There were no patient consequences.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-38231. The reported event occurred on a device that was not identified to be an abbott or saint jude medical manufactured product.